Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led to an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric roux en y bypass, during the third firing to close the common opening of the jejunojejunostomy anastomosis, the stapler was able to fire and the staple line was incomplete. There were no staples deployed. A suturing device was used to fix staple line and to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.